Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 32 mm promus premier was advanced and deployed. The stent was post-dilated with a 2.75 x 10 mm non-compliant balloon. A distal edge dissection was observed and covered with a 2.50 x 20 mm promus premier and the procedure was completed. No further patient complications were reported.